Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was explanted. The reason was not provided. Another lead was successfully implanted. No additional adverse patient effects were reported.